Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged system monitor connector on the power module (serial number: (B)(6)) was confirmed. The unit returned to the european distribution center (edc) and upon initial observation, the damaged connector was noted. The damage did not prevent the power module from functioning as intended. The connector was replaced, preventative maintenance was performed, and the unit returned to the rental pool. The root cause for the damaged connector was unable to be determined via this investigation. Incidental findings: damaged housing, damaged power supply pcb, damaged main pcb the device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate power module instructions for use (IFU) (¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench alarms that occur on the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that it wasn't the cable that was defective rather the connection on the power module that was broken out. It was noted that the problem was identified before the necessary maintenance was carried out.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the connection for the patient cable on the power module was defective.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.